Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the subject device had a dark picture. The issue occurred during preparation for use. No patient harm was reported. No additional information is available.

Event description:
It was reported the subject device had a dark picture. The issue occurred during preparation for use. No patient harm was reported. No additional information is available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction(s) was identified during the device evaluation an error e224, failed cable leak test, and rust on magnet inside of focus ring. Based on the results of the investigation, it is likely that the most probable cause is due to a faulty cable. Olympus will continue to monitor field performance for this device.